Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead was unable to function as the physician attempted to utilize a quadripolar lead in the desert branch. After multiple attempts the physician decided to utilize the left bundle pacing without success. No other information was provided. This lead was not in service. No adverse patient effects were reported.